Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results were obtained from three different patient samples when tested at two different customer sites when using vitros tsh reagent lot 5805 and vitros tsh reagent lot 5855 in combination with a vitros 5600 integrated system and a vitros 7600 xt integrated system. The vitros tsh results were lower than expected when compared to results obtained from a non-vitros (unknown) system. The most likely assignable cause for the lower than expected vitros tsh results is an unknown sample specific interferent present in the patient samples themselves. One of the patients was known to be in receipt of a biotin supplement. No further information was provided for the other two samples. Based on historical quality control results, a vitros tsh lot 5805 performance issue is not a likely contributor to the event and the accuracy of the reagents has not been questioned by the customer. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh reagent lot 5805 or vitros tsh reagent lot 5855. Additionally, there is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event.

Event description:
A customer obtained lower than expected vitros tsh results from three different patient samples when tested on a vitros 5600 integrated system (B)(6) using vitros tsh reagent lot 5805. The vitros tsh results were lower than expected when compared to results obtained from a non-vitros (unknown) system. (B)(6) results: patient sample 1 result of 0.05 miu/l versus the expected result of 1.07 miu/l. Patient sample 2 result of 0.19 miu/l versus the expected result of 1.41 miu/l. Patient sample 12 result of 0.30 miu/l versus the expected result of 1.41 miu/l. Additionally, a lower than expected vitros tsh result was obtained from a single patient sample when tested on a vitros 7600 xt integrated system at another customer site, (B)(6) using vitros tsh reagent lot 5855. The vitros tsh result was lower than expected when compared to the result from a non-vitros (unknown) system. Copc result: patient sample 12 result of 0.437 miu/l versus the expected results of 1.41 miu/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The customer did not report the lower than expected vitros tsh results form the laboratory. Ortho was not made aware of any allegation of actual patient harm as a result of the events. This report is number two of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).